Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. Upon investigation the pressure test failure was confirmed but there was no functional issue with the sensor that did not need to be replaced. A new calibration was performed for the device to be released for use. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reports while performing pm - installed new battery as of (B)(6) 2023 and new membrane. Not alarming after downstream occlusion test. Also, failing pressure test, too low. Adjusted from 500 to 750 in settings and installed new set. No change. Attempted to calibrate with no success." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.